Event description:
It was reported that during an abdominoplasty using the sxmd2b409, the needle broke and they had to search for the tip inside the pt. They even had to use x-ray. The procedure was prolonged by twenty minutes and completed using same like device. (B)(4).

Manufacturer narrative:
Method: the actual device will not be returned. Results and conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues against the needle component or the finished good lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. (B)(4) device history records were reviewed. There were no non conformance issued for these lots. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the mfg of the lots reviewed. As of the day of this report, info has not been received from supplier. Finished good product were received into inventory without quality issues. The product from these finished good lots and all of the components met (B)(4) requirements throughout the incoming, mfg and the final inspection process. (B)(4). Item # sxmd2b409 stratafix spiral pga-pcl knotless tissue control device. A 2fs-2 3-0 undyd monoderm 30x30, lot unk.